Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the surgeon was performing the procedure and opened an ems stapler to attach the mesh over the hernia location. The first ems opened was reported to fire bent staples. Another ems was opened with the same result. A third ems was opened and used to successfully complete the case. There was no consequence to the patient.